Manufacturer narrative:
(B)(6). (B)(4). Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found lens optic torn/split, lens haptic torn/broken/bent/deformed, and foreign material on lens surface not possible to specify. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo 12.1 implantable collamer lens, -7.5 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.